Event description:
The customer reported that during a trochleoplasty procedure, this bur broke during use with one of the MFR's handpieces. The surgeon retrieved all the broken pieces of bur without pt injury. This event resulted in a ten minute surgical delay.

Manufacturer narrative:
The investigation for this device remains in process. In addition, conmed linvatec is awaiting additional info from the user facility regarding this event. A follow-up report will be sent upon completion of the investigation. Associated reports for one surgery: 1017294-2009-00136, 1017294-2009-00140.